Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a dead spot on the overlay; replaced overlay/bezel assembly and calibrated the stylus to resolve. Inspected circuit boards and mechanical parts, reconfigured the hard drive, reloaded and updated the software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an area around the center of the programmer screen which was unresponsive to the stylus touch pen. The pen was changed out as part of troubleshooting but the situation did not resolve. The programmer was returned for service. There was no patient involvement.